Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s battery was less than six month several months back and currently showed 3.5 years but the magnet rate was 90ppm with no reprogramming and changes made. Boston scientific technical services (ts) suggested for transtelephonic monitoring (ttm). An attempt to obtain additional information from the field was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An external visual inspection noted tool marks on the device header and body contamination in the lead barrels. Moreover, on bin hopping analysis it was found that the device was operating on the edge of the first and second bins. Thus, device passed automated electrical testing. The device behavior is consistent with other devices that are bin hopping.

Event description:
Additional information received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.